Manufacturer narrative:
The instrument has not been returned to isi for failure analysis. Therefore, the root cause of the reported failure cannot be determined. A follow up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: during da vinci-assisted surgical procedure, it was alleged that fragments broke off and fell inside the patient. The broken fragments were retrieved and no harm, adverse outcome, or injury was reported. However, at this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the harmonic ace curved shears insert broke. It was stated that "all pieces retrieved" and that one of the "discs" fell off the instrument. Intuitive surgical, inc. (Isi) has made multiple follow up attempts to obtain additional information regarding the reported complaint. However, no additional information has been received as of date of this report.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the harmonic ace instrument associated with this complaint and completed the investigation. Failure analysis confirmed the instrument to have a blade broken and the broken piece was returned. Any inadvertent contact with staples, clips, or other instruments while the device is activated may result in a cracked or broken blade. Blade damage may be detected by the generator with a solid tone or an error. Scratches on the blade tip may also lead to premature blade failure. The root cause of this failure is fatigue failure due mishandling/misuse. The blade was found with mechanical indentation at the base of the break of the blade. The teflon pad was found broken off the clamp arm and was not returned with the instrument. The piece of teflon pad that was not returned measures approximately 0.421". Based on failure analysis investigation, this is now deemed a non-reportable event and the initial MDR report is being retracted. The known common cause for the reported failure is mishandling/misuse and not due to a malfunction of the device. Additionally, there was no report of patient injury or harm.